Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3023, serial (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported that the patient was and inpatient and needed an MRI, these conditions were confirmed to be unrelated to the device or therapy, and needed compatibility guidelines. During the call the caller indicated the patient told them that the device does not work anymore and they needed to go back in. No further information was available and no patient symptoms were reported. No complications were reported or anticipated.